Manufacturer narrative:
As of this date, the pacemaker has not been returned. If this pacemaker should be returned to our company, it will be analyzed and this event would be updated as necessary.

Event description:
Boston scientific received info that this pt has passed away. Bsc received a pt verification form with a hand written note from a family member stating that he had passed away from cardiac complications. A bsc sales rep (sr) contacted the patient's clinician to find out the cause of death. The clinician stated that the pt was very ill with renal failure and was bedridden, however, could not verify if device involvement was a contributor. There is no additional info related to this event available to the company at this time. If additional info becomes available this event will be updated as necessary.